Manufacturer narrative:
Vyaire medical investigation file # (B)(4). The vyaire medical's technical support team analyzed the logfiles. Additional troubleshooting is currently still in progress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical a tf 401 alarm appeared. No patient involvement.

Manufacturer narrative:
Vyaire medical's technical service team was able to confirm the customer's reported issue. The defective device was not returned for evaluation, however, the log file analysis tool was utilized to determine the root cause: defective moog blower unit.